Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06143. It was reported the patient was no longer receiving adequate coverage. It was also reported the patient was experiencing rib stimulation. The patient lead was explanted and replaced with a different model. The patient's ipg was also explanted and replaced with a different model due to frequent charging. The explanted product was discarded by the surgical facility. All issues have been resolved at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.